Event description:
The physician who performed an omni procedure reported that the microcatheter kinked and broke off from the device while advancing it in the schlemm's canal. The broken part was retrieved using forceps. There was no further injury reported.